Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized in (B)(6) 2023 for unexplained [peritonitis]. The patient noted the hospitalization occurred at the same time as a biofine recall (1.5%, 6l). The patient stated they did not know how to respond to the recall letter. The patient stated their bags are checked for leaks before using. Additional information was obtained during follow-up with the user facility pd manager. Per the pd manager the patient was admitted into the hospital on (B)(6) 2023 with symptoms of abdominal pain. The patient had a pd culture obtained which had an elevated white blood (wbc) and no organism growth. The patient was diagnosed with peritonitis and was treated with unknown antibiotic therapy. The patient was discharged on (B)(6) 2023, continuing pd with the same cycler. The patient recovered from the event. The pd manager was not able to provide the exact cause given no bacteria grew from the pd culture. The pd manager confirmed this patient is very compliant and checks for any fluid leaks with pd treatment. However, the patient did not experience any fluid leaks or any malfunctions in relation to the event.